Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One large tr band and its packaging was returned for product evaluation. The inflator was not returned for evaluation. Visual inspection revealed that no anomalies were noted. Functional testing was performed. The return device was inflated per the product IFU with 15 ml of air and submerged in water. Air bubbles were noted at the communication port between the large and small balloons. The communication port was visually inspected under microscope and it was noted that the communication port was partially ripped apart. The complaint can be confirmed for airflow issues. It is likely that the balloons were attempted to be separated prior to inflating which caused the rip in the communication port therefore resulting in the air leakage. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a portion of the tr band air bladder was adhered (melted) to itself and tore the envelope when the bands were opened to be placed on the patient. The patient was in stable condition and the procedure outcome was successful. There was no patient injury/medical or surgical intervention required. Additional information was received on 09feb2021. The procedure was a left heart catheterization (lhc). Hemostasis was achieved by using another tr band.